Event description:
The MFR received info alleging a ventilator would not turn on. The device was not in pt use at the time of the reported event. The device was returned to the MFR for eval and the customer's complaint was confirmed. A ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's blower motor. The blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.